Event description:
It was reported that the ventilator shut down with an audible alarm while on a pt in the hosp. The ventilator also had hardware faults. No pt harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem of the ventilator shut down but was able to duplicate the reported problem of hardware faults. In service, when the ventilator was powered up, the ventilator had an audible/visual hw fault alarm. The ventilator turbine would also stop with an audible/visual alarm. Internal inspection revealed the power board super capacitor leaked electrolyte onto the power board and analog board. The power board and analog board were replaced to correct the reported problem of hardware faults.